Event description:
Per the surgeon's report, the patient experienced a decrease in performance due to electrode array migration and open-circuit electrodes. The device was explanted in 2007 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.